Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the hematocrit sensor did not calibrate. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.